Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary intervention, a dissection occurred. The physician accessed the lesion using a jr4 guide catheter and a csi viperwire guide wire. The physician advanced an over the wire balloon into the patient for additional vessel support, but was unsuccessful in delivering it to the target treatment area. When removing the balloon, the csi guide wire also pulled back away from the target treatment area. The physician was unable to regain true lumen wire access and transferred the patient to the operating room for a coronary artery bypass graft (CABG). Post-procedural angiography review by the physician identified a dissection present from the guide catheter before the csi guide wire was advanced into the patient. The csi viperwire guide wire was believed to have exacerbated the dissection when advancing into the patient. The physician stated that the patient was stable post-operatively, but later that night coded with pulseless electrical activity (pea) and ventricular fibrillation. Prolonged resuscitation efforts were performed, but were unsuccessful and the patient expired. It is believed that pulmonary embolism was the cause of the cardiac arrest and the patient death was unrelated to any csi product. Additional information has been requested, but has not yet been received.